Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the expiratory check valve was replaced before the ge healthcare service representative was able to confirm the failure. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed indicating an over delivery of pressure. There was no report of patient injury.